Event description:
The patient switched to the backup system controller after the ebb alarm occurred. The alarm could not be confirmed since this occurred while the patient was at home. There was no damage to liquid-crystal display (lcd) on the system controller screen. The site did not observe the visual or audible alarm on the controller.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was unable to be confirmed. The 11v backup battery (serial number: (B)(6) was returned for analysis in unremarkable condition. The 11v backup battery was inserted into a test controller which was connected to a test power module, system monitor and mock loop. The battery was functionally tested and passed all testing without any issues or alarms activating. The backup battery load test was initiated during testing and a fault was not reproduced. Following testing a log file was reviewed and there were no events captured where the load test did not pass. Additional information provided on 08jul2024 stated log files were unable to be provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a backup battery (ebb) fault alarm occurred 9 months after the ebb replacement. The fault was only appearing on the heartmate system monitor. A new ebb was requested.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.